Manufacturer narrative:
(B)(4) d10: unknown 36/0 trial head, #item unknown, #lot 63698610, wagner cone prosthesisâ®, #item 0100561220, #lot 3185579, unknown trial stem (x2), #item unknown, #lot unknown. Therapy date: unknown. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that trial heads got stuck on wagner cone trials and real implant. Attempts have been made and all available information has been provided.